Manufacturer narrative:
Corrected data: device was explanted in (B)(6) 2017 (exact date unknown); not (B)(6) 2017 as previously reported.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01055.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01055. It was reported the patient unhappy with the paresthesia in her legs. Consequently, the patient underwent surgical intervention at which the entire scs system was removed.